Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 558 mg/dl and a high level of ketones. Cause of elevated bg level was unknown. Bg was treated with manual injections and intravenous saline. Reportedly, customer left the ER 7 hours later with the issue resolved and no permanent damage.